Event description:
When nurse went to throw away stylet, received needlestick injury to palm of hand. Clip was half way up shaft of stylet. Policy for needlestick injury was followed. Additional information received from the facility indicated that the nurse is ok. The sample is being retained by the facility and will not be returned for evaluation, as previously reported. The facility has declined any information on the results of the protocol bloodwork testing.